Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had drawer failure. A field service engineer applied grease procedure and tightened the wire harness/latch terminals to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer 1 had failed at la.ICU location continuously and not allowed to recover space. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.